Manufacturer narrative:
(B)(4) per DHR the product visistat 35r 6/box lot # 73j2100805 was manufactured on 09/27/2021. A total of 8,202 pieces. Lot was released on 10/08/2021. DHR investigation did not show issues related to complaint. Other remarks: n/a corrected data.

Event description:
It was reported "staple jamming". Additional information states that there was no patient harm or injury. No medical intervention required.

Event description:
It was reported "staple jamming". Additional information states that there was no patient harm or injury. No medical intervention required.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned one unit (B)(6) visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with (B)(4) staples left in the cartridge indicating that at least (B)(4) staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.